Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic fell off and reservoir was not able to lock in place when inserted into pump. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.